Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited high, out-of-range pacing impedance on the right ventricular (rv) channel which caused a lead safety switch. Pacing inhibition of greater than two seconds was also noted. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This device remains in service.